Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that she seemed to have less trouble after several medications. "On a trial basis ," it was decided that the patient could handle a very small dosage of dilaudid through the pain pump. She seemed to feel nauseous, overly warm, and could not enjoy eating anything, her body overheated, and her head was "stopping wet." In the past, the patient had 4 ulcers from naproxen which helped with her fibromyalgia pain. The pump did not take care of the pain (lumbrosacral spine), and was "another work in progress." The patient believed if their stomach was able to handle it, their life would be less depressing. The patient's issues started in 1980. The patient was a "work in progress times three." The manufacturer continued to help with adjustments, and the patient had done "everything by the book" and kept close watch on what her medications were doing to her. Indications for use were failed back syndrome - other and non-malignant pain. The dose and concentration of dilaudid being delivered via the pain pump were unknown. The cause of the pump not delivering the medication to the correct location was unknown. Interventions taken were unknown. Follow up was requested.

Event description:
The pain pump had been troublesome as it was not delivering the medication to the correct location. The patient reported symptoms of pain and cramping. No additional information was provided regarding the event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient medical history included surgery on l3-l4 and s1 and had a vp shunt which she currently believed was causing pressure behind the eyes. The patient reported it didn¿t seem to be working. The patient stated that she has other pain it doesn¿t do anything for the pain it was put in for. The patient stated it was put in for pain in the back. The patient thought it was her body and the medications. If they turn the pump up too high she gets sick. The patient was going to see their physician in about another week. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8 731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).